Manufacturer narrative:
Manufacturer's report date: 7/31/2009. (B)(4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant information.

Event description:
Customer reported a leak in the pumping segment. Per user facility medwatch ¿tpn was infusing on an alaris infusion pump. The infusion tubing and tpn were hung in the evening. The tubing and the pump were checked several hours later, and everything was fine. Approximately two hours after the last check, the nurse went into room and found that the tpn was leaking from the tubing that goes through the pump. The tpn was removed, and a new IV solution and infusion set were started. The tpn was reordered.¿ no patient harm reported. No additional information was available.